Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure: matrix revision was performed on (B)(6) 2015 at southern cross christchurch. The reason for the revision; original screws were in wrong place. Primary implant date was 2 years ago. Removed matrix. Four screws and two rods. Replaced screws and rods with expedium. Patient's outcome was good post surgery. This case is not being reported by the customer, but (B)(4) employee. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials, date of birth, and weight not provided by reporter. This report is for (2) unknown plates/unknown lot number. Primary/original implant date was 2 years ago, actual date unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Could not confirm exactly how this complaint occurred, as no material received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for two unknown rods/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.